Event description:
It was reported that a boston scientific device was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician¿s office, the patient was last seen on (B)(6), 2011 and experienced discomfort, urine loss during intercourse and a full bladder on the right side. The patient was then referred for an MRI of the urethra. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient is reported to be over 18 years of age. The complainant listed two facilities associated with this complaint, (B)(6) center, (B)(6) and university hospital (B)(6). It is unknown which facility the device was implanted at.